Event description:
Boston scientific received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired and the cause of death is unk. It was alleged that this device was not working properly at the time of the patient's death as the device never went off at the time of patient's death. The pt was under hospice care at the time of their death. The local sales representative was contacted for additional info; however, no further info was made available and the exact date of death is unk.

Manufacturer narrative:
As of today, this crt-d has not been returned for boston scientific crm. Should additional info become available, this product issue will be updated. (See scanned page).